Event description:
The rod implanted in the tibia on (B)(6) 2012 and distracted to 16mm by (B)(6) 2012. Pt was experiencing pain in tibia through knee. An x-ray taken on (B)(6) 2012 showed a small loss of distraction. The rod was not explanted; the pt is continuing to distract the rod to 16mm.